Event description:
It was reported to medtronic neurosurgery that the device was unable to connect to the catheter during the procedure and that it could not function. No adverse impact or injury to the patient was reported.

Manufacturer narrative:
No difficulties were experienced when connecting either the returned ventricular and peritoneal catheters, or a sample catheter obtained for testing, to their respective connectors on the returned valve. Additionally, there were no issues with the stability of the connection between the valve and peritoneal catheter when they were connected and subjected to a patency check and leak testing, nor were there any issues with the connection between the valve and ventricular catheter when they were connected and checked for patency. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. The valve was patent, and met the requirements for preimplantation testing. However, it did not meet the requirements for siphon, reflux, leak, and pressure-flow testing due to tears in both the delta chamber and the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.